Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specification. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 239mg/dl. Troubleshooting was performed, and the father was unsure if the drive support cap was loose, flush or protruded. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement and self test and they passed. No further information was provided.